Event description:
It was reported that during a carotid artery stenting treatment procedure a hole was found in the filter basket. The physician had trouble loading the wallstent onto the filterwire, the wire was not coming out of the monorail port. They used the same filterwire with a thruway .014 wire on the back table to make sure that it was not the wallstent that had an issue, and it went through fine. There was only a 2-3 minute delay. The case was completed with the original filterwire with difficulties. When they removed the filterwire out of the retrieval sheath they noticed the basket had a large hole in it. There were no further complications reported and the patient condition is reported as fine. The patient is said to be doing well.

Manufacturer narrative:
(B)(4). A batch review was performed for potentially associated lot for the mini-cap (gd873901, gd874859) with no issues noted during the manufacturing process. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A caregiver contacted baxter and during the call mentioned that the patient had peritonitis. No further information is available at this time.

Manufacturer narrative:
(B)(4).as the date of onset of this peritonitis episode is unknown and patient discarded supplies after each therapy, the sample was not requested. No further information is available. A follow-up MDR will be submitted if additional information becomes available.